Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and the test passed. Voltage testing was performed and the test failed, the transmitter had no voltage. Data was available for review. Data review confirmed a low transmitter battery alert. A root cause could not be determined via data. The reported issue of a low transmitter battery is reportable based on the finding of a low transmitter battery alert.